Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, although the report of zero pump flow could not be confirmed as no log files were provided for review, the account stated that pump flow increased following the removal of the patient's clot. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including venous thromboembolism, arterial non-central nervous and system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow, and explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after initially starting the pump during implant, the flow read zero. A left ventricle aneurysm with clot was noted during implant. After the clot was removed and pump re-engaged, flows read 4.5. The patient left the operating room stable.